Manufacturer narrative:
This report is submitted on october 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to experiencing a trauma to the implant site. Troubleshooting attempts were made; however, the issue could not be resolved. Explantation of the device was scheduled for (B)(6) 2017; however, it has not been confirmed to have occurred, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.